Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth loss ("losing teeth"), alopecia ("losing hair") and back pain ("back pain"). The patient was treated with surgery essure removal on (B)(6) 2017. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, tooth loss, alopecia and back pain outcome was unknown. The reporter considered alopecia, back pain, pelvic pain and tooth loss to be related to essure. The reporter commented: consumer is happy and is feeling better now . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth loss ("losing teeth"), alopecia ("losing hair") and back pain ("back pain"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, tooth loss, alopecia and back pain outcome was unknown. The reporter considered alopecia, back pain, pelvic pain and tooth loss to be related to essure. The reporter commented: consumer is happy and is feeling better now. Quality-safety evaluation of ptc: unable to confirm complaint . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.